Event description:
A bipap a40 system silver, jp device was in a pre-delivery device check in at the sale office. During the pre-delivery device check, it was found that the loss of power alarm, which should sound when the device is unplugged, did not sound. The device was not reported to be in patient use. The device evaluation has not been complete at this time. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.